Event description:
Caller states that he tested 80mg/dl prior to bedtime and took 10 units of insulin. He is unsure if he took 10 units of nph or 10 units of novalog. He states that in the middle of the night he felt ill and obtained a result of 277mg/dl on the device. He states that he went back to sleep and fell into a diabetic coma. He reports being found the next morning and being taken to the hospital at 11:00am. He tested 38mg/dl on the hospital device and was given sugar water. He states that his device read 80mg/dl different than the hospital device, but no results were provided. No quality controls were used. Requested return of suspect device and replacement was sent.